Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2648 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of perineal pain and pelvic pain on (B)(6) 2023, menorrhagia, amenorrhea and endometrial ablation in 2020, vaginal bleeding and haemorrhage abnormal in 2019 and menstrual clots and heavy periods. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3854 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: specimens: uterus, cervix, bilateral fallopian tubes procedure: robotic total laparoscopic hysterectomy bilateral salpingectomy. Pre-op and post-op diagnosis: pelvic and perineal pain; post endometrial ablation syndrome. Final diagnosis: result: uterus, cervix. Right and left fallopian tubes; total hysterectomy and bilateral salpingectomy: uterus (118 grams) with inactive endometrium and unremarkable myometrium. Cervix, negative for intraepithelial lesion or malignancy. Bilateral fallopian tubes, within normal limits. Gross description: the bilateral cornu contain essure coils. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-oct-2023: patient and reporter information, medical history, lab data, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, amenorrhea and endometrial ablation in (B)(6) 2020, vaginal bleeding and haemorrhage abnormal in (B)(6) 2019 and menstrual clots and heavy periods. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3854 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy,bs, cysto). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: reporter information,medical history,indication,drug stop date,event onset date,non drug treatment addded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2648 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.